Manufacturer narrative:
An event of dyspnea, angina, and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial occluder was implanted in a patient. It was later reported that on (B)(6) 2023, the patient was presented to the hospital for shortness of breath, chest pain, and pericardial effusion on the left side of the heart. It was reported the patient underwent emergency pericardiocentesis procedure for treatment. The patient status was reported as stable.